Manufacturer narrative:
Failure analysis noted that the pump had constant motor error alarm during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test or confirm the motor position encoder error alarm due to the motor error alarm. The pump had scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 408 mg/dl. The customer had not treated yet but planned on treating with the pump. The customer did not have an MRI but was fitted for the MRI. The drive support disk was normal. Troubleshooting was not able to resolve the issue. The device was returned for analysis.